Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were air bubbles in the reservoirs. Customer's blood glucose was 147 mg/dl. There was also leaking at the o-rings. Customer will not be returning the reservoirs for analysis.